Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter name and address: email - (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device.additional observations: deformation is observed. White particles are observed. No further actions are required as the device was implanted. Reason for reoperation: capsular contracture, baker grade unknown.